Event description:
On (B)(6) 2014, it was reported to 3m espe that a dentist performed an add'l surgery using a trephine drill to remove the remaining fragment of a 3m espe mdi 2.9x13mm one piece implant o-ball abutment implant (mii-ob13). The tip of implant broke off during placement on (B)(6) 2013. The add'l surgery was performed without complication. The dentist reported that the pt is doing fine without any ongoing symptoms.

Manufacturer narrative:
The reason for this incident appears to be an handling error due to insufficient pre-drilling and a higher than recommended force being applied during implant placement, which led to the breakage of the implant. 3m espe instructions for use contain detailed info about pre-drilling and that a force of 45ncm should not be exceeded during implant placement.